Event description:
It was reported that a vision stent delivery system (sds) was prepared without any difficulty and after pre-dilatation, during an interventional procedure of an unspecified artery, the vision sds was advanced without any resistance at all to the lesion. As the physician inflated the balloon to deploy the stent, there was contrast seen leaking from the hub of the sds. As the device was being removed without any resistance noted, the sds separated at the hub of the sds. The distal end of the sds was removed without difficulty or intervention and another vision sds was used successfully for the procedure. There was no clinically significant delay in the procedure or no adverse patient effect reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.